Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign material was found inside a 60 ml bd luer-lok¿ syringe sterile during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was provided in support of this complaint from the customer. A photo was received in the columbus plant for evaluation. The photo does not clearly show the reported failure mode. The customer reported that the foreign matter appeared to look like lubricant. No batch number was provided for DHR/qn evaluation. Investigation conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.